Event description:
It was reported that the stent was dislodged from the stent delivery system during advancement to the desired location. The stent was retrieved from the patient using a microsnare catheter.